Event description:
The patient's generator was replaced and received by the manufacturer for product analysis. Product analysis was completed on the returned generator and found evidence of premature battery depletion. Upon opening the generator can, visual analysis identified contaminates on the trimmed edge of the printed circuit board assembly (pcba). The post-burn electrical test indicated that the contamination on the trimmed edge of the pcba was suggestive of probable electrical paths that were established between the copper edges, which could contribute to premature battery depletion. The contaminates on the pcba contributed to under-sensing of the heartbeat detection feature, per product analysis. Outside of the contaminates found on the pcba and resultant premature battery depletion, there were no performance or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.

Manufacturer narrative:
Analysis of the suspect device is underway.

Event description:
The suspect product has been received by the manufacturer and is pending product analysis. A review of the generator's internal data indicated that the premature battery depletion of the generator appears to be consistent with laser-routing. The generator's voltage indicated that the generator had 5-11% of its battery life remaining; however, this is inconsistent with the % battery consumed value of 47.852%, which indicates that around 52% of the battery life should be remaining. There is no indication of exposure to electrostatic discharge or electro-cautery per the minimum voltage in the internal data. From a previous internal investigation, it is known that some laser-routed devices may be susceptible to premature battery depletion. The observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in current leakage paths and premature depletion. No further relevant information has been received to date.

Event description:
It was reported that the physician believed that the patient's generator battery prematurely depleted. The generator's device history records were reviewed and showed that the generator passed all functional specifications prior to distribution. The generator was subjected to laser-routing during the manufacturing process per the trim test tab operation date. The patient underwent generator replacement due to the depleting battery. The suspect product has not been received to date. No further relevant information has been received to date.